Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon with the balloon folds intact. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located at 1mm proximal to the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues with the hypotube and shaft polymer extrusion. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon rupture occurred. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was advanced after ablation, however it ruptured. The device was removed using normal method and the procedure was completed with another of same device. No complications reported and patient was in good condition post procedure.

Event description:
It was reported that a balloon rupture occurred. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was advanced after ablation, however it ruptured. The device was removed using normal method and the procedure was completed with another of same device. No complications reported and patient was in good condition post procedure.

Manufacturer narrative:
(B)(6).